Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with no anomalies found. This device was included in a field action and returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the device had short battery longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.